Manufacturer narrative:
H.6. Investigation summary: while gel flotation in sst¿ tubes have been previously described in case reports intercepted through post-market surveillance literature search activities, this case report describes the inappropriate positioning of the gel barrier at the bottom of the tube below the blood components. Similar to gel flotation issues, the underlying cause of the anomalous positioning of the gel as described in the case report is patient-dependent and could potentially impact any tube with a separator. Reports of gel flotation from published literature were identified in previous post-market surveillance reports (2020 and 2021). Bd acknowledges that there may be a product performance limitation in the proper functioning of the separator in blood collection tubes when utilized to collect blood samples with abnormally high plasma/serum density. Bd previously opened a CAPA (B)(4) to implement updates to the bd vacutainer® evacuated blood collection system instructions for use (IFU) to provide additional information regarding gel flotation issues in the ¿limitations of system¿ section. IFU updates are managed and tracked through change control. The observation of a gel separator remaining at the bottom of the tube in a blood specimen collected from a patient with multiple myeloma appears to be the first reported event of this type of issue in published literature. As inferences cannot be generally drawn about the generality of findings from a case study or a single reported event, this specific occurrence is not considered to demonstrate a product performance limitation with bd vacutainer® sst¿ tubes; therefore, additional actions are not needed. However, a complaint (case # (B)(4)) was submitted to document observations described in the case report. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that with use of an unspecified bd vacutainer sst tubes, one tube exhibited an inappropriate positioning of gel barrier. No patient impact reported. The following information was provided by the initial reporter: "per literature, the sst tube exhibits inappropriate positioning of gel barrier."

Event description:
It was reported that with use of an unspecified bd vacutainer sst tubes, one tube exhibited an inappropriate positioning of gel barrier. No patient impact reported. The following information was provided by the initial reporter: "per literature, the sst tube exhibits inappropriate positioning of gel barrier."

Manufacturer narrative:
D.4. Medical device catalog #: unknown. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.